Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at septum. The patient was punctured with an indwelling needle for infusion in the preoperative preparation room of the operating room, and after the indwelling needle was punctured and the infusion set was opened, there was fluid coming out of the isolation plug at the end of the indwelling needle. Immediately remove the needle, explain the situation to the patient, obtain the patient's understanding, replace the indwelling needle, and re-puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned a video, but did not return the defective sample. The video shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4052079 1-this batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-as similar complaints received from other hospitals about this batch of products, the plant has launched CAPA to investigate the leakage at the septum. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. Conclusion(s): the returned video shows blood oozing from the end septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.